Event description:
Information received indicates the right head siderail will not latch.

Manufacturer narrative:
The technician found the siderail was bent beyond repair and replaced the siderail to repair the bed.